Manufacturer narrative:
The brand name was reported as unk - cmf; the brand name of the device is not known without a part number.

Event description:
Surgeon provided pd engineer with a thoracic axial CT image with evidence of a matrix rib splint inserted on the dorsal side moving from a lateral position to a medial position. The splint appears to be pulling away from the rib laterally where it is secured by the screw. The lateral portion of the rib fracture does not appear to be secured in the image provided. The tip of the splint appears to have exited the rib passes through the left intervertebral forament and proceeds toward midline anterior to the spinal cord. Image 1 of the attached powerpoint appears to show the cord has been slightly displaced in a posterior medial manner. It has not been verified the device is a synthes product. Surgeon is considering removal of the device but has not made a definite decision as yet. No further information is available at this time. This is 1 of 2 reports for this event.

Event description:
Surgeon reports patient was returned to the or on an unknown date with a different surgeon for decortication on the side of the rib fixation. During that procedure the surgeon apparently pulled the splint out without difficulty. It is reported the patient had no adverse effect from this, but the fracture for which the splint was placed is headed to non-union.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.